Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2016, tav-mdt2-29-c valve, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and felt light headed. It was also reported that the right ventricular (rv) lead exhibited no capture, rising and undefined impedance qualified as high and a fracture. A polarity switch also occurred. The rv lead was inactivated and replaced. No further patient complications have been reported as a result of this event.